Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery did not work. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery did not work. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
(B)(6). The customer/ reporter replaced the battery (0146-00-0097) on his own, as there was no technician available. The iabp was then and cleared for clinical service. No service requested.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) battery did not work. There was no patient involvement, and no adverse event reported.